Event description:
It was reported that the endotracheal tube cuff size 8 was deflated. The event occurred while in use with patient.

Manufacturer narrative:
One photo and one video was received for evolution. The part was tested with water in video provided, no leakage or anomality¿s in the part. Reported failure cannot be confirmed. A device history record review was conducted which indicated all inspections were completed and no issues were noted during manufacture.